Manufacturer narrative:
A promus element plus, mr,ous 4.00x24mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found struts in mid-proximal region were pinched and lifted from original position. The stent od (outer diameter) was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found a hypotube fracture at 17.5cm distal to the distal tip of the strain relief. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 19-dec-2020. It was reported that difficulty advancing occurred. The 90% stenosed target lesion was located in the moderately calcified, mildly tortuous left anterior descending artery. Following prediltation, residual stenosis was 70%.the 4.00x24mm promus element plus drug-eluting-stent was advanced for treatment. The device failed to cross the target lesion and was removed. The procedure completed with another of the same device. No patient complications were reported and the patient status is stable. However, device analysis revealed stent damage and shaft break.